Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased pacing threshold measurements two days post-implant. The patient was re-admitted to the hospital for a lead revision. During the procedure, the lead was repositioned, but then the helix would not extend and the lead could not be fixated. This lead was removed and a new lead was implanted to complete the procedure. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.